Manufacturer narrative:
Evaluation summary: the devices were not available for analysis because they were implanted. The instruments and technique used is not known. Surgical notes were not provided. X-rays were not provided. Pt bone quality is unk. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that a femur fracture occurred during implantation of the stem.